Event description:
It was reported that shortly after implant, this right atrial (ra) lead dislodged. A revision procedure was performed and it was successfully repositioned. No additional adverse patient effects were reported. This lead remains in service.